Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag at 2 drips per second was used for irrigation of the sheath. Upon insertion of a farawave catheter into the faradrive sheath and during aspiration of the sheath, the sheath valve was reported to have been leaking air. The reported air was pulled into the aspiration syringe during aspiration. It was believed the seal might have been sealing properly around the catheter. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag at 2 drips per second was used for irrigation of the sheath. Upon insertion of a farawave catheter into the faradrive sheath and during aspiration of the sheath, the sheath valve was reported to have been leaking air. The reported air was pulled into the aspiration syringe during aspiration. It was believed the seal might have been sealing properly around the catheter. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.